Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 50. (B)(4) for the reported issue of clip falls into the patient in an open state. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-00987 pertains to the resolution 360 clip device, and manufacturer report # 3005099803-2016-00928 pertains to the resolution clip device. It was reported to boston scientific corporation that a resolution 360 clip device and a resolution clip device were used to treat a bleeding ulcer in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the resolution 360 clip initially grasped onto the tissue; however, upon deployment, the clip released from the catheter and fell off the tissue in an open state. A resolution clip device was then used; however, the same issue occurred. Both clips were retrieved from the patient using a snare and a roth net, and the procedure was completed using argon plasma coagulation. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results: a visual examination of the returned resolution clip device noted that the clip assembly was fully deployed and was returned with the device. The clips were not locked into the capsule and the clip prongs were open according to its specification. A kink on the control wire was noted and the sheath was not returned. A labeling review was performed and the resolution clip device was not used in accordance to the directions for use (dfu). Based on the evaluation of the returned device, the kink in the control wire indicates the end-user may have exceeded the design limits of the device during use. As per the complaint event description, the clip was used with a side viewing scope. Per the dfu, the resolution clip is designed to be compatible with forward viewing endoscopes like gastroscopes and colonoscopes. The use of the resolution clip device with a side viewing scope and the angle at which the resolution clip exits this scope is too great to be compatible with its use could have caused the reported event. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-00987 pertains to the resolution 360¿ clip device, and manufacturer report # 3005099803-2016-00928 pertains to the resolution clip device. It was reported to boston scientific corporation that a resolution 360¿ clip device and a resolution clip device were used to treat a bleeding ulcer in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the resolution 360¿ clip initially grasped onto the tissue; however, upon deployment, the clip released from the catheter and fell off the tissue in an open state. A resolution clip device was then used; however, the same issue occurred. Both clips were retrieved from the patient using a snare and a roth net, and the procedure was completed using argon plasma coagulation. There were no patient complications reported as a result of this event.